Manufacturer narrative:
(B)(4) . Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 88-120mg/dl fasting. Verified the strips expire 09/30/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 104mg/dl and 102mg/dl. Reviewed meter memory: (B)(6). Customers concern: 239mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 88-120mg/dl fasting. Verified the strips expire 09/30/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 104mg/dl and 102mg/dl. Reviewed meter memory: (B)(6). Adverse event not reported.